Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-feb-2023. H6: investigation summary: three opened samples from each batch number 2005124,1337036,2068665 and eight photos received by our quality team for investigation. Upon visual evaluation, no defects or damaged on the syringes are observed. Further testing was performed, no signs of foreign matter or excess of silicone could be observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lots 2005124,1337036,2068665 and found to be within specification. Testing was performed on the samples, results verified amount of silicone was with the required limits.

Event description:
It was reported while using bd plastipak¿ 3ml syringe there was foreign matter found. This occurred with 3 syringes for both lot# 2005124 and 2068665. There was no report of patient impact. The following information was provided by the initial reporter: bd brand 3ml syringes showing residue inside the barrel.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1337036. Medical device expiration date: 31 dec 2026. Device manufacture date: 28 dec 2021. Medical device lot #: 2005124. Medical device expiration date: 31 dec 2026. Device manufacture date:08 feb 2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ 3ml syringe there was foreign matter found. This occurred with 3 syringes for both lot# 2005124 and 2068665. There was no report of patient impact. The following information was provided by the initial reporter: bd brand 3ml syringes showing residue inside the barrel.